Event description:
The reporter stated that the audio bolus keypad button was intermittently unresponsive and that the contrast keypad button was not responding at all. The reporter indicated that the patient wears the pump attached to her belt and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the backlight keypad button was intermittently responsive which has no effect on insulin delivery function and the audio bolus button was found to be responsive. There was evidence of adhesive found under all of the key contacts.